Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. The day after onset of peritonitis, the patient was hospitalized for the event. The patient was treated with injection ciprofloxacin (100mg, frequency, route, and duration not reported) and amikacin (25mg in every bag, frequency, route, and duration not reported) for peritonitis. At the time of this report, the patient remained hospitalized and the outcome of the peritonitis was unknown. No additional information is available.